Event description:
The customer reported error code e300 was displayed from the light source. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to an olympus service center for evaluation. During inspection and testing, the front panel light emitting diodes (leds) were found to be blinking due to system failure. This report is being submitted for the malfunction found during evaluation (system failure). There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, the front panel light emitting diodes (leds) were found to be blinking due to system failure caused by dust inside the sensor of the scope socket. In addition, error code e300 was displayed due to dust in sensor of the scope socket, high function was working intermittently due to a faulty hinge unit, there was heavy corrosion on the chassis, and dust was observed inside the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was inspected prior to use and no error was present. The procedure was ugi endoscopy, and procedure was completed with the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the front panel leds blinking was likely from the switch being stuck in the on position which was caused by an adhesion of dust to the scope detection switch of the output connector. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "damages on the external of the device [important information ¿ please read before use] do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Accumulation of dust [important information ¿ please read before use] avoid using the light source in a dusty environment. This may damage the light source." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.